Event description:
A zoll distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (non-functional ecgs) was confirmed. Upon receipt, the belt failed incoming functionality testing. Upon investigation, the rear pulse wires were not soldered together inside the distribution node. The root cause of the detached pulse wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective monitor.